Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. The patient involvement is unknown. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
This foreign complaint was reported based on the available information at the time. The investigation has however determined that the cause of the event is related to a specific printed circuit (pc) board and this pc board is not released on the us market and therefore no units on the us market are affected. This complaint does therefore not meet the reporting criteria for MDR and should not have been reported.

Event description:
Manufacturer ref. #: (B)(4).